Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple catalog # and lot numbers reported to be involved. The information for each is as follows : catalog # 320550, UDI -(B)(4), lot # : 1096027. Device expiration date : 04/30/2026. Device manufacture date : 04/06/2021. Catalog # unknown, UDI - unknown, lot # : unknown ¿ device expiration date : unknown ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 effected lots of bd ultra-fine¿ nano¿ pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming and stated approximately 20 to 25 needles affected in the current box. The consumer also stated this has affected approximately 10 pen needles in each box of effected lots over the last 7 months with no catalog number or lot number or samples available for previously affected product. Date of event : unknown. Samples : not available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple catalog # and lot numbers reported to be involved. The information for each is as follows : catalog # 320550, UDI -(B)(4), lot # : 1096027. Device expiration date : 04/30/2026. Device manufacture date : 04/06/2021. Catalog # unknown, UDI - unknown, lot # : unknown ¿ device expiration date : unknown ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 effected lots of bd ultra-fine¿ nano¿ pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming and stated approximately 20 to 25 needles affected in the current box. The consumer also stated this has affected approximately 10 pen needles in each box of effected lots over the last 7 months with no catalog number or lot number or samples available for previously affected product. Date of event : unknown. Samples : not available.

Event description:
It was reported that 2 effected lots of bd ultra-fine¿ nano¿ pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming and stated approximately 20 to 25 needles affected in the current box. The consumer also stated this has affected approximately 10 pen needles in each box of effected lots over the last 7 months with no catalog number or lot number or samples available for previously affected product. Date of event : unknown. Samples : not available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.